Event description:
The procedure was performed on a left arteriovenous fistula and a previously placed stent. The evercross balloon was advanced over the wire and prolonged angioplasty of the left innominate vein and left cephalic vein arch was performed. During the angioplasty of the left cephalic vein, the balloon blew up at 12 atm. The physician attempted to remove the balloon, however, only the shaft of the catheter was removed. The remaining pieces of the balloon were snared out by the physician extending the procedure time. The procedure was completed and there was no injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot and model number were not available.